Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was urgently admitted to the hospital for treatment due to a stroke. It was found that the cuff was leaking air while the doctor used a tracheal intubation ventilator for assisting the patient in ventilation. After this happened, it was immediately replaced with a new tracheal tube to treat the patient. It was also reported that the patient treatment time was extended but no other impacts were caused to the patient.